Event description:
Customer reported to have received a no delivery alarm. During troubleshooting, customer noted to have seen air bubbles. Customer was not able to troubleshoot for air bubbles. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.